Manufacturer narrative:
Device history lot review: one complaint received on this lot. Sample analysis: reynosa requested 2 cases of companion samples of this lot and code. A visual inspection was performed and no defects were found. A functional test was performed to all the companion samples with the liberty cycler machine in order to find any leak or problem related to this failure mode and no leaks or problems were found during the simulated treatment. The treatments were completed successfully. Conclusion : the complaint is not confirmed. No further investigation required per complaint investigation procedures. Event data will be trended per quality data analysis procedure.

Event description:
A peritoneal dialysis pt has reported that the cassettes have been leaking during the past few treatments. There is no report of any ill effect.